Event description:
Additional information received notes that the oversensing was post-paced t-wave oversensing. Programming changes were made. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, episodes of oversensing was observed. The device will be reprogrammed. The patient's condition was stable.